Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, drawings, quality control data, and specifications. One device was returned for investigation. The device was returned with the handle in the open position and the basket formation retracted into the basket sheath. Functional testing determined the handle does not actuate the basket formation. Visual examination noted with the handle in the open position, the cannulated handle is bent at the nose of the male luer lock adapter (mlla) and at the coil - cannula junction. The support sheath and the basket sheath are severed at the nose of the mlla. The remaining support sheath and basket sheath are secure and measure 4.5 cm. The bend at the handle broke when the investigator handled the device. An attempt to remove the basket coil assembly from the basket sheath was unsuccessful. A review of the device history record found there were no non-conformances. A lot history search found no other complaints have been reported for this lot. The instructions for use (IFU), provides the following information related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was closed and could not be opened due to sheath damage. The sheath of the device was severely damaged at the handle. The yellow support sheath was separated and the cannulated handle was severely kinked at the handle. The sheath damage prevented the basket from functioning. All devices are inspected for damage and proper functioning during manufacturing and are packaged with the basket in the open position. It appears likely the sheath of the device was inadvertently damaged during use. The IFU contains a precaution to not use excessive force to manipulate the device or damage may occur. The investigation conclusion is cause traced to user; unintended use error caused or contributed to event. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information provided on 05apr2019: the investigation is in progress. A follow up report will be submitted should additional relevant information become available or upon completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided by the customer on 05apr2019. The patient was a 70 year old female with a 7mm left ureteral stone. The procedures being performed at time of the event included cystoscopy, left antegrade pyelography, left ureteroscopy, laser lithotripsy, stone manipulation and insertion of a double j ureteral stent. The basket was used with a 9.5fr semi-rigid ureteroscope. No part of the device separated or detached. The procedure was completed and the patient did not require any additional procedures. No adverse effects to the patient have been reported.

Manufacturer narrative:
PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the surgeon was attempting to use the ncircle tipless stone extractor and the side of the wire closest to the hand piece completely bent, causing the product to no longer be viable for use. Additional information has been requested regarding the device, patient and event. At the time of this report, no additional information has been forthcoming.